Event description:
(B)(6) / on (B)(6) 2022, I had a partial knee replacement. On (B)(6) 2026, I had extreme knee pain, went to the doctor and needed emergency surgery because the part in question had come loose and needed to be removed and replaced.